Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012643680 was returned and analyzed. Visual inspection of the catheter was performed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 (there was an electrical current error). Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed failures on steps #1, 2, 5, 7, 11, 12, 15, 16, 17, 19 of the test. Lopot verification for the integrity of electrode wires insulation revealed failures on steps #3, 5, 6 of the test. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, an electrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. In conclusion, the loop catheter failed the returned product inspection due to a charred electrode wire and an electrode wire insulation in shaft was observed to be burnt/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when a pulse was applied with a thin right inferior pulmonary vein (ripv) an error message was received indicating that there was an electrical current error. The electrode overlap was lifted and several pulses were attempted after that without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.